Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.

Event description:
Additional information was received and because the device battery was not yet fully depleted, the device is still in use.

Event description:
It was reported that the physician found a "premature battery depletion case when clinical visit." Follow-up is in progress to determine if the device has been explanted and replaced, however no additional information has been received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).